Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part: 03.037.028, lot: 9761156: manufacturing site: (B)(4), release to warehouse date: 22. Dec. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The cannulated flexible shaft (part:03.037.028,lot: 9761156, mfg date:22-dec-2015) was visually inspected at customer quality and it was observed that drivers shaft broke partially at the region proximal to the transition between the flexible link to the solid shaft closer to drivers tip. The complaint is confirmed. Replication of the complaint condition is not possible as the device is already broken. The device shows minor surface wear which does not impact functionality. The relevant drawings were reviewed during investigation. The outer diameter of the shaft closest to the break was measured and is within specifications per relevant drawing and tolerance specified per relevant drawing. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 5mm hex flexible screwdriver malfunctioned when checked in the sterile processing department. As per the sales consultant the device was working fine in the previous surgery. No patient or procedure involved. During manufacturer¿s investigation process of the returned device it was observed that drivers shaft broke partially at the region proximal to the transition between the flexible link to the solid shaft closer to driver¿s tip. This condition was re-evaluated and determined to be reportable. This is report 1 of 1 for complaint (B)(4).